Manufacturer narrative:
There was no donor involved in the incident. On august 13, 2020 the pcb was received by haemonetics for evaluation, based on visual inspection the 24v cable was burnt.

Event description:
On (B)(6) 2020 haemonetics was notified of a fan not powering on and a burnt spot on ic pcb of a nexsys pcs system.